Event description:
It was reported the patient had his spectra penile prosthesis removed due to a sub-coronal infection. It was not determined what type of infection the patient had. No further patient complications were reported in relation to this event. The patient is reported to be doing fine.

Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. Both cylinders performed within specifications.